Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experiences intermittent hearing benefit from the implant system, which is likely caused by a damage to the implant due to chronic movement. No information on possible further steps has been received.

Event description:
The user was experiencing intermittencies in sound when using the device. Awaiting information on the next steps for this user.

Event description:
The user was experiencing intermittencies in sound when using the device. Awaiting information on the next steps for this user.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.